Event description:
Customer reported the alaris IV set disconnected from the ICU medical microclave valve on a peripheral IV resulting in leakage. No patient harm reported. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of set disconnected from microclave valve and leaked could not be confirmed due to product was not returned for failure investigation. The root cause of this failure could not be identified.